Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-01127, 1627487-2020-02625, 1627487-2020-02626, 1627487-2020-02627. It was reported that the patient experienced infection. It is unknown if the infection was at the lead site or ipg site. In turn, surgical intervention was undertaken in (B)(6) 2015 (exact date unknown) wherein the entire scs system was explanted. No additional information is available.

Manufacturer narrative:
Patient weight has been added. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.